Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the display screen was found to be dim and discolored. Unrelated to the complaint, testing revealed the time and date reset to defualt factory settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed.